Event description:
This case was initially received via regulatory authority (B)(6) on 05-jan-2018. This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C26956) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and asthenia ("asthenia"). In 2017, the patient experienced musculoskeletal pain ("arthralgia and myalgia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, asthenia and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for asthenia, musculoskeletal pain and pelvic pain with essure. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 08-jan-2018 for the following meddra pt: pelvic pain: n° 9512 cases were found (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 05-jan-2018. The most recent information was received on 16-jan-2018. This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C26956) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and asthenia ("asthenia"). In 2017, the patient experienced musculoskeletal pain ("arthralgia and myalgia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, asthenia and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for asthenia, musculoskeletal pain and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 18-jan-2018 for the following meddra pt: pelvic pain: n° 9653 cases were found (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-jan-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6)) on 05-jan-2018. The most recent information was received on 29-jan-2018. This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("pelvic pain") and salpingitis ("congestive and slightly inflammatory fallopian tubes") in a (B)(6) year-old female patient who had essure (batch no. C26956) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, nickel sensitivity and allergy (known allergy to aminoglycide). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and asthenia ("asthenia"). In (B)(6) 2017, the patient experienced musculoskeletal pain ("arthralgia and myalgia"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), diplopia ("diplopia"), amnestic disorder ("mnestic disorder"), disturbance in attention ("concentration disorder"), alopecia ("hair loss") and speech disorder ("speech disorder"). The patient was treated with surgery (essure removal via total hysterectomy with salpingectomy by laparoscopy). Essure was removed on (B)(6) 2017. In 2017, the musculoskeletal pain, amnestic disorder, alopecia and speech disorder had resolved. At the time of the report, the pelvic pain, salpingitis, asthenia, diplopia and disturbance in attention had resolved. The reporter considered alopecia, amnestic disorder, asthenia, diplopia, disturbance in attention, musculoskeletal pain, pelvic pain, salpingitis and speech disorder to be related to essure. The reporter commented: essure had been placed under general anesthesia by another physician. Essure removal was performed at patient's request. Post-operative visit at one month: marked improvement, arthralgia and myalgia resolved in less than 4 days, hair loss stopped, asthenia became moderate and mnestic and speech disorder resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Skin test positive - on an unknown date: positive to nickel x-ray - on an unknown date: normal anatomopathology: congestive and slightly inflammatory fallopian tubes. Lymphocytes activation test: positive to nickel, titanium, aluminium and silver. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 31-jan-2018 for the following meddra pts: pelvic pain: n° 9680 cases were found (excluding this case). Salpingitis: n° 87 cases were found (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-jan-2018: patient's demographics updated. Medical history and lab data added. Events added and previous outcomes were updated, causality assessment provided. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.